Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of drive assembly needs to be replaced was due to the lower housing. Replaced lower housing, front cover, rear case, left handle, barrel clamp, and left/right iui. Syringe gripper recall completed. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/10/2014 to the present date 1/14/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the customer reported issue was due to mechanical failure of the housing. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # 1604765 for rear case. CAPA # ca-2018-0161 for iui.

Event description:
The customer reported the drive assembly needs to be replaced. There was no patient involvement.

Event description:
The customer reported the drive assembly needs to be replaced. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the drive assembly needs to be replaced. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 10jun2014 to the present date 14jan2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the drive assembly needs to be replaced. There was no patient involvement.